Event description:
Patient reported left side rupture. Healthcare professional later reported "a possible" rupture and capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 26/apr/2024.

Event description:
Patient reported left side rupture. Healthcare professional later reported "a possible" rupture and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed, broken device assessed as smooth opening, broken device assessed as surgical damage (both patterns along the same edge) and one opening assessed as fold flaw opening. ¿ capsular contracture-breast: unable to observe since it is not related to the device. Additional observations: ¿ stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side rupture. Healthcare professional later reported "a possible" rupture and capsular contracture baker grade iii. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.6b; h.6.